Manufacturer narrative:
Battery cap stripped coin slot noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 410mg/dl and diabetic ketoacidosis. The customer indicated that they cannot remove the battery cap and the threads are stripped. Troubleshooting advised customer on how to remove the cap but it could not be removed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.